Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, far r-wave oversensing and automatic mode switch episodes due to noise were observed on the right atrial (ra) and right ventricular (rv) leads. Technical support was contacted and suggested replacing the ra and rv leads to resolve the issue. Further information was requested but not yet available. The patient was in stable condition. Related to manufacturer report number: 2017865-2019-01557.

Event description:
Additional information received indicated diagnostic imaging was performed and revealed no anomalies. The physician elected to monitor the patient at follow-up.